Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on her first day with the ilet experienced hypoglycemia, with a lowest blood glucose of 58 mg/dl for approximately 25 minutes after announcing a large meal; no device alerts or alarms were reported. Symptoms included feeling hot. Outcomes included self-treatment with oral carbohydrates including glucose tablets and various foods, with subsequent rise in glucose to 93 mg/dl and no medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education provided by customer care, including guidance that the ilet would adjust dosing as glucose increased and a recommendation to review meal announcements with the clinician. Investigation of this case revealed an unclear cause for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with cause unclear, with no product performance issue identified based on available information.